Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 275cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed based on the patient¿s symptoms. As a result, the patient underwent removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2021.